Manufacturer narrative:
A temporal relationship exists between the liberty cycler, liberty cycler set and the reported adverse event of fluid leaking from the cassette, cramping, shoulder pain and subsequent diagnosis of peritonitis. There is the possibility of a causal relationship between the liberty cycler, liberty cycler set, and the adverse events of a fluid leak, cramping, shoulder pain and diagnosis of peritonitis, however it should be noted the patient was complaining of cramping and left shoulder pain during the intake call while the cassette was leaking, which was the same day she was diagnosed with acute peritonitis. It is unknown when the peritonitis developed. A supplemental MDR will be submitted upon device evaluation.

Event description:
A peritoneal dialysis patient reported the cycler alarmed for air detected in the cassette during drain 3 of 4. The patient reported shoulder pain and cramping. Treatment was discontinued. When removing the cassette the patient found fluid leaking. The cassette was discarded. The patient was advised to contact her nurse. During a follow-up call on (B)(6) 2018 the peritoneal dialysis registered nurse (pdrn) reported the patient presented to the outpatient dialysis clinic on (B)(6) 2018 complaining of abdominal cramping, abdominal pain and shoulder pain. When the pdrn drained the patient¿s abdomen (volume unknown), she noted a cloudy effluent return and performed a pd fluid culture of which the growth results were not reported. Additionally a cell count was performed and revealed an elevated white blood cell (wbc) count of 5,950 mm3. The patient was diagnosed with acute peritonitis and started on vancomycin (route unknown) 2gm every 5 days for 3 weeks, and ceftazidime (route unknown) 1g every day for 3 weeks.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.